Event description:
The manufacturer received information alleging a ventilator¿s display was cracked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition of the above evaluation, the machine flow sensor, muffler assembly needs to be replaced due to contamination and software needs upgraded to the latest revision.